Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations in e1(event site name - (B)(6) hospital).

Event description:
It was reported that during use, the cardiosave intra aortic ballon pump(iabp) had a balloon leak with blood back to the console. There was a no patient harm or injury.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, d1, d4(version or model #, catalog, unique identifier (UDI)#), h6(medical device ¿ problem code). A getinge field service engineer stated, per bmet blood got drawn into unit and errored 37. During preliminary checks found blood inside pim assy which was replaced by fse. Product passed all functional and safety tests per factory specifications.

Event description:
It was reported that during use a ICU nurse called to report the cardiosave intra-aortic balloon pump (iabp) had a balloon leak with blood back to the console. There was a no patient harm or injury.